Event description:
It was reported that stent was difficult to view under fluoroscopy. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable. It was further reported that a non-bsc device was delivered but it was also not visibly clear under fluoroscopy. After a comparison, it was confirmed that it was not a fault on the stents part but a possible x-ray equipment/radiation issue.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable. It was further reported that a non-bsc device was delivered but it was also not visibly clear under fluoroscopy. After a comparison, it was confirmed that it was not a fault on the stents part but a possible x-ray equipment/radiation issue. It was further reported that the previously reported issue was not for the 3.50 x 32 synergy drug-eluting stent.

Manufacturer narrative:
F10: device code update from material integrity problem to adverse event without identified device or use problem. B5: describe event or problem updated.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment. However, during deployment, the physician was unable to clearly see the stent struts under fluoroscopy making it difficult to find good stent placement before inflation of the stent within the vessel. The stent was deployed without any issues. No patient complications were reported and the patient's status was stable.